Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had absence of insulin flow block alert. The customer's blood glucose was 15mmol/l at the time of incident. It was reported that the customer had a bent cannula and their blood glucose went up and that the insulin pump did not tell them that there was blockage. It was reported that the customer's mother did not have insulin pump at the time of call and was advised to call back to performed a test for insulin flow block alert. The insulin pump will not be returned for analysis.